Event description:
Prior to zenith aaa implantation in 2008, the physician performed an embolization of the contralateral internal iliac artery. Once the zenith devices were placed, during molding inflation in the overlap segment of the ipsilateral limb, the medial edge of the 22mm length stent at the flow divider appeared to rapidly expand beyond 12mm diameter. The inflation was an aggressive hand inflation using a 32mm diameter coda balloon. The coda was expanded in the limb and extended above the flow divider. There was an obvious endoleak noted on angiogram. A leg extension graft was placed but it was too small and it pulled down and delivered into the iliac leg graft. An iliac leg graft was then reversed by delivering into additional sheath, turning it around, and using a blunted dilator tip and placed at the flow divider. It did not repair the endoleak. The physician placed a converter graft in order to convert to an aui. The limb of the converter was placed into the contralateral limb of the main body graft. A fem-fem bypass graft was placed. The pt was released from the hosp in 2008, and approx two days later was readmitted and given one unit of blood.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted. Two cd's of images were provided to assist in this investigation. An internal clinical review indicated the event was due to user error by over inflating the coda balloon and placing the coda too high. However, the appropriate individuals have been notified and we will continue to monitor for similar events.